Event description:
After connecting the device to a patient (patient details not reported) using disposable defibrillation electrodes, the device reportedly displayed a connect electrodes warning message inappropriately. The device operator changed to using standard external hard paddles and the same problem reportedly occurred. The operator cycled device power and the device subsequently functioned properly. There were no adverse affects to the patient reported as a result of device use.

Manufacturer narrative:
The hospital biomedical engineering staff evaluated the unit and observed proper operation. The reported problem was not duplicated or confirmed. The defibrillation electrodes used during the reported event were not made available for evaluation. Medtronic subsequently evaluated the device. Proper operation was observed during functional and performance testing. The reported problem was not duplicated or confirmed. The root cause of the reported problem was not determined. The device will be returned to the customer.